Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. The customer reverted to using an alternate pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.